Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that about 2 weeks ago the pt told her parents that she was able to hear hardly anything on the left side. A trauma or impact is not known. Re-implantation is scheduled for (B)(6) 2013.